Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Intermittent button press noted due to corroded keypad trace. The insulin pump was tested with a test keypad and no frozen screen or unexpected tones noted. The insulin pump was received with missing end cap sticker, cracked reservoir tube and cracked reservoir tube lip.